Event description:
Serious injury involving one person. Pt slept with lenses in eyes and the next morning upon waking pt's eye was dry and became red, irritated and light sensitive when removing lens. This was a saturday, on monday she went to dr. Dr prescribed antibiotic drops, tuesday dr diagnosed corneal ulcer and sent her to an od dr. Lens model/water content/55%. Lot# unk; eye involved: left; refraction: myopia, total duration fo use(months): 1: number of days lens worn: never; last visit to dr prior to symptoms: 8/95; type lens care system used: none; disinfection system used: none; homemade saline used: no; number days worn between cleaning an symptons: immediate; days between cleaning and disinfecting-none; days worn between symptoms and calling dr: 1; self treatment by pt: yes, tears; hand washing before lens manipulation: yes, ulcer location: 9 o"clock; visual acuity before symptoms: 20/20; visual acuity after symptoms: greater than 20/800; results of culture: pseudomonas; results of corneal biopsy and/or scrapings: none taken; clinical diagnosis: pseudomonas corneal ulcer secondary to contact lens wear; treatment administered: fortified tobramycin and fortified ciloxan;